Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Vessel injury: during evar, a main bifurcated stent graft, the right leg extension stent graft and a left leg extension stent graft were implanted in this order. After implantation, a touch-up ballooning was performed, followed by a final angiography. After angiography, the blood pressure decreased, and a rupture of the right cia was identified. Another leg extension stent graft was implanted, extending up to the eia, and the iia was ligated. This slightly improved the blood pressure. However, this was not a definitive treatment, so a vessel patch was anastomosed to the cia to stabilize the blood pressure. The procedure was then completed. Physician's comment: although the causality of the device is unclear, it is presumed that ballooning caused the vessel to rupture. Operation type: evar, blood loss: amount is unknown, no image available due to hospital policy, no pre-case plan available due to hospital policy, no additional information available due to hospital policy. (Tc#bm251213147)". Patient outcome: "the patient recovered."